Event description:
It was reported that while using bd phoenixspec¿ ap calibrator kit an incorrect expiration date was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "client has received a new calibrator with expiry date : 15apr2020"

Manufacturer narrative:
After further evaluation, it was determined that the previous MFR report # 1119779-2021-01725 was submitted in error. This event has been determined to be a service organization error and is not considered a reportable event. This MDR is to be considered canceled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenixspec¿ ap calibrator kit an incorrect expiration date was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "client has received a new calibrator with expiry date : 15apr2020."